Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "image not displayed within octagon" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image snowflake. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation was not detected and for the investigation finding is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was not displaying an image. The issue was found during a reprocessing. There were no reports of patient involvement.